Event description:
It was reported there was an outer insulation breach in atrial lead (of single chamber device) and an impedance measurement of 214 ohms. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.